Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d7a, d9. H3, h6: part # 314.467. Synthes lot # 7439606. Supplier lot # n/a. Release to warehouse date: october 19, 2013. Manufacturing location: monument. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the sddrive screwdriver shaft t8 105mm (part #: 314.467, lot #: 7439606) was received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the screwdriver was stripped and worn. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end-of-life indicators for the device. Complaint confirmed? The received condition was consistent with the complaint condition thus the complaint was confirmed. Conclusion: the overall complaint was confirmed for the received device as the distal tip was stripped and worn. However, the broken condition could not be confirmed. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwq nkg. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a stardrive screwdriver shaft was removed from a piled inventory distal radius set before the start of a surgical case due to identifying a broken/worn tip. There was no patient consequence. This complaint involves (1) device. This report is for (1) sddrive screwdriver shaft t8 105mm. This report is 1 of 1 for (B)(4).